Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted. A visual inspection of the lead revealed the helix was fully retracted and clogged with blood. An x-ray examination revealed an over torqued inner coil at the connector region. After removing the blood from the distal portion, torque was applied directly to the inner coil and the helix was able to be extended and retracted successfully. The helix was measured while in the fully extended position and it met required product specifications. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts. Furthermore, visual and x-ray inspections of the lead revealed no anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, it was observed that the patient received inappropriate defibrillation therapy. Diagnostic imaging was performed and revealed right ventricular (rv) lead dislodgement to be the cause of the event. The rv lead was explanted to resolve the event and the patient was in stable condition.